Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 12/2024).

Event description:
It was reported that approximately one month post port placement procedure, the catheter was allegedly unable to infuse the medication. It was further reported that the catheter allegedly disconnected from the port. There was no reported patient injury.

Event description:
It was reported that approximately one month post port placement procedure, the catheter was allegedly unable to infuse the medication. It was further reported that the catheter allegedly fractured and separated. Reportedly the catheter allegedly migrated into the patient left liver node. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. Two video and one medical image were provided for review. The investigation is confirmed for the reported fracture, material separation and migration issues, as a catheter that travels from the right subclavian vein into the inferior vena cava before terminating within the liver was noted. However, the investigation is inconclusive for the reported difficult to flush issue, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 12/2024), g2, g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one month post port placement procedure, the catheter was allegedly unable to infuse the medication. It was further reported that the catheter allegedly disconnected from the port. Reportedly the catheter allegedly migrated into the patient left liver node. The current status of the patient is unknown.

Manufacturer narrative:
H10: additional information was received and the file was reassessed for reportability and determined to be reportable as serious injury. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: b5, d4(expiry date: 12/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.